Event description:
It was reported while using an unspecified bd extension set there was blood exposure. There was no report of patient impact. The following information was provided by the initial reporter: ext extension set tour where the pigtail meets the t port.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported while using an unspecified bd extension set there was blood exposure. There was no report of patient impact. The following information was provided by the initial reporter: ext extension set tour where the pigtail meets the t port.